Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin@home transmission. The patient's implantable cardioverter defibrillator (ICD) exhibited a diagnostics issue. No intervention was performed. The patient was stable.